Event description:
It was reported that the heartmate power module was found to have a missing battery, battery clip, and battery door; and the power cable had a pushed back pin.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the power module serial #: (B)(6) was returned for analysis to the european distribution center (edc) and it was noted that the monitor had a pushed in ground pin and damaged rubber vent bands. Additionally, the power module did not return with its battery, battery door, or battery clip. The power module was powered on as intended and operated as expected. The monitor port, battery, battery clip, battery door and four rubber vent bands were replaced. Preventative maintenance was performed. The unit was cleaned, and old labels were removed. All tests were performed per procedure. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module serial #: (B)(6) and the power module was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.